Event description:
A distributor in france reported that a customer's pump had a broken touchscreen. There was no adverse impact on the customer's blood glucose level as no values were provided. The screen was observed to remain black even after plugging in the pump, indicating a malfunction. A replacement pump with a different serial number was arranged, and the faulty device was expected to be returned for further inspection.